Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 36. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain,mobility and bleeding. No further patient complications were reported.